Event description:
As reported, during a laparoscopic bilateral salpingectomy, the hydro-surg irrigator was set up and ready for use. Prior to incision the irrigator had a burning plastic smell, was noted to be smoking and the item was found to be hot to touch. The device was submerged into cool water immediately. The surgeon decided to not use anything in place of it. No harm to the patient.

Manufacturer narrative:
As reported, the hydro-surg smoking, burning smell and hot prior to use. Based on the information available, no conclusions can be made. Evaluation of the sample confirms for the reported event of a thermal event. Multiple potential causes for a thermal event are identified in the risk documents. The device being submerged in water after the event took place resulted in heavy corrosion and damage to the unit that made further analysis impossible. Due to the received condition of the sample a definitive root cause cannot be established. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1440 units released for distribution in december, 2022. Sample evaluated.